Event description:
It was reported that this right ventricular (rv) lead recorded high out of range shock impedance measurements. Technical services (ts) reviewed the data, noted the impedance measurements were fluctuating between approximately 100 and 135 ohms since implant and it was suspected to be physiologic. In-office evaluation with isometric maneuvers and pocket manipulation was recommended to further assess the lead. No adverse patient effects were reported. This rv lead remains in service.